Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It is important to note that the associated multi-function cable was not returned for eval as part of this investigation. A flex cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.